Event description:
The customer reported that the system displays a system error and does not perform fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep cleaned the connections on the workstation cards. The system was tested and found to be working as intended and put back in service.